Event description:
Physician performing hystrosalpingogram was unable to tell me the staging of the coils as indicated in the product pamphlet. Md wasn't aware of essure staging that describes the position of the coils, as either too far into the uterus, positioned appropriately in the fallopian tube, or too far out of the fallopian tube. Hsg showed tubes were blocked and he was satisfied with that result.